Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8336-50, serial#: (B)(4). Description: coveredge 32, 50 cm 4x8 surgical lead the explanted devices were not returned to bsn. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient had infection at the ipg site. Symptom of drainage was noted. The physician believed that the infection was not device and procedure related. The patient was placed on antibiotics and underwent an explant procedure. No device malfunction was suspected.